Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was issues with the battery adapter for monitor, when charging - error excessive heat warning. There was no reported patient involvement.